Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
Investigation is ongoing. Additional information about allegation and sample ID results has been requested but not provided . A follow up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a single patient on the cobas® sars-cov-2 assay. The customer ran a nasopharyngeal swab test on a patient and the initial assay generated a negative result. The recollected sample was tested again twice with the sars-cov2, both generated positive results. The patient sample was collected using 400 ul lysis + 250 ul sample from the primary tube with an unknown secondary tube. The collected sample was transferred from the primary tube to the secondary tube the same stored sample in the primary tube was used for the 2nd and 3rd re-assays on (B)(6) 2021 that generated positive results. The investigation to assess the customer allegation has not yet been completed.